Event description:
A journal article was submitted for review titled: "unrestricted use of 2 new-generation drug-eluting stents in patients with acute myocardial infarction: a propensity score-matched analysis". The aim of this study was to compare everolimus-eluting stents (ees) with zotarolimus-eluting stents (zes) in patients with acute myocardial infarction (ami). This study retrospectively enrolled patients diagnosed with ami between january 2008 to october 2010 who were implanted with either a non mdt ees stent or an endeavor sprint zes implantation and completed 1-year clinical follow-up. A total of 3,309 ami patients were enrolled in a large-scale, prospective, multicenter registry¿kamir (korea acute myocardial infarction registry), the patients were divided into two groups: zes group (n = 1608) and ees group (n = 1701). Propensity score matching was applied to adjust for differences in baseline clinical and angiographic characteristics, producing a total of 2,646 patients (1,343 receiving zes, and 1,343 receiving ees). Target lesions treated during the procedures included the left anterior descending artery (lad), right coronary artery (rca), left circumflex artery (lcx) and the left main artery (lm). Diagnostic angiography and percutaneous coronary intervention (pci) were performed through either femoral or radial artery after administration of unfractionated heparin. Stents were deployed after prior balloon angioplasty. The successful pci was defined as the achievement of an angiographic residual stenosis 30% in the presence of thrombolysis in myocardial infarction blood flow grade 3. Major clinical outcomes at 1 year were compared between the 2 propensity score-matched groups. Target lesion failure (tlf) was defined as the composite of cardiac death, recurrent nonfatal myocardial infarction, or target lesion revascularization. The following events were reported from this study: cardiac death, total death, recurrent mi, target lesion revascularization (tlr), target vessel revascularization (tvr), tlf, total major adverse cardiac event (mace), probable or definite stent thrombosis, acute stent thrombosis, subacute stent thrombosis and late stent thrombosis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.